Manufacturer narrative:
Manufacturing records were reviewed. Reports showed all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition, concluding that the production order was manufactured according to specifications. Event date: (B)(6) 2012. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report from a female patient who reported she had an intraocular lens implanted in her right eye. She saw the doctor the following day who reportedly stated that the one of the haptics was bent. Apparently, the initial surgery resulted in a lot of bleeding which caused her iris/pupil to become "off centered." The iol was explanted 5 days later and a new lens was inserted. The explanted lens was discarded. She reported that after the secondary procedure she was given a steroid medication which resulted in an adverse reaction (not further specified). The patient stated that she is now legally blind in her right eye. Follow up with the health care professional's office found that the records indicate that the lens was dislocated. No additional information was available.

Manufacturer narrative:
Implant date: (B)(6) 2012. Explant date: (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Placeholder.